Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy and experiencing diaphragmatic stimulation. X-ray had revealed that both the right atrial and right ventricular lead had dislodged. The leads were explanted and replaced. Patient was stable during and after the procedure.